Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an issue. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and checked systems performance on iabp trainer & balloon. The unit kept pumping for 30 minutes without any issue observed. The system zeroed properly. As per user, the issue was not resolved even after replacing pressure transducer, hence problem suspected with pressure cable. System working satisfactorily. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(Initial reporter), h6 (medical device ¿ problem code, health effect ¿ impact codes) all functional and safety checks were performed to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) pressure line would not zero. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields:h6 (investigation type, investigation findings & investigation conclusions), h10: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce when checked with a trainer and balloon. The unit kept pumping for 30 minutes without any issue observed. The system zeroed properly. As per user, the issue was not resolved even after replacing pressure transducer. A problem was suspected with the pressure cable. The fse performed all functional and safety checks to meet factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
N/a.